Manufacturer narrative:
E1. Initial reporter last name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 2 tubes contained gel air bubbles. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 2 tubes contained gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, and out of these, 2 retained samples contained an air bubble. Air bubbles in gel can occur when air pockets are present in the gel material or if air is introduced during the dispensing process. If small bubbles exist in gel products when sterilized, they can enlarge due to heat. The defect rate is within acceptable quality limits, so no further action is required at this time. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel air bubbles. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.